Event description:
During stent deployment, the balloon burst at approx 4 atms. This pt was admitted with a chief complaint of new onset angina. Angiography revealed a 90%, de novo, highly calcified, focal lesion in the proximal lad and a 90% focal, highly calcified, hazy lesion in the mid-lad. The lesion was predilated with a 2.5x 8mm voyager balloon (multiple inflations). A 2.5 x 18mm cypher stent was advanced to the lesion site but would not cross the heavily calcified lesion. The cypher stent was withdrawn through the guider. The voyager balloon was again used to dilate the vessel foe several inflations. The cypher was again advanced to and across the lesion site. Negative prep was performed at the site, just prior to inflation. No anomalies were noted during prep. While deploying the stent, the balloon ruptured at approx 4 atms. The stent was not deployed. The cypher sds was withdrawn and another cypher stent was used to complete the procedure without difficulty. There were no adverse effects to the pt.